Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient experienced several power cable disconnect alarms. The patient also experienced elevated power and the left ventricular seemed to be unloading, but not sucking down. The patient received a heart transplant on (B)(6) 2011.

Manufacturer narrative:
The log file retrieved from the returned system controller confirmed reports of "power cable disconnect" alarm events; however the evaluation suggests the events occurred during typical exchanges of power sources. Functional motor voltages and speeds were captured throughout the log file. The system controller was tested with laboratory equipment. The system controller operated the pump solely on either power lead and exercised overnight without any atypical alarms. Both power leads passed the resistance check and insulation test. The evaluation could not determine an association between the "power cable disconnect" events and the system controller. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.